Event description:
A customer reported that the ¿vitreotome¿ refluxed during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Two lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to manufacturer¿s acceptance criteria. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).